Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ pain: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion stress mark was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patients father reported left side rupture and pain/discomfort. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional confirmed capsular contracture, baker grade IV. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b6, d4, g2, h6.

Event description:
Patient's relative reported left side rupture, pain, and discomfort. Device remains implanted.

Event description:
Patients father reported left side rupture and pain/discomfort. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional confirmed capsular contracture, baker grade IV. Device explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported, left side rupture and pain/discomfort. Device remains implanted.

Event description:
Patient's relative reported left side rupture and pain/discomfort,. The device has been explanted.